Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the pacing dependent patient presented for in-clinic follow up. A device interrogation revealed several high ventricular rate episodes that caused by sensing noise exhibited by the right ventricular lead. Programming interventions were made. The patient was in stable condition.